Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation the patient experienced pain, urinary problems and bleeding. Urinary problems.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that post implantation the patient experienced pain, urinary problems and bleeding. It was reported that on (B)(6) 2009 the patient underwent a gynecological procedure in order to treat urinary incontinence and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 01/18/2017. (B)(4). It was reported that following insertion the patient experienced urinary leakage.

Event description:
It was reported that following insertion the patient experienced urinary leakage.